Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: the returned sample was inspected at the manufacturing site under 10x microscope magnification. The lens was received broken, with one haptic missing. Visual inspection revealed crack in the lens, viscoelastic residues, surface scratches, and surface particles, which is consistent with the lens being handled out of a sterile environment. No further investigation was performed. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was inserted and removed during the same procedure due to a broken haptic. An incision enlargement was performed and a suture used. There was no patient injury reported. Further, it was reported that the event was attributed to a use error. Another lens, the same model was used for the replacement.

Manufacturer narrative:
Device evaluation: a review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.